Manufacturer narrative:
G.5 PMA /510k info: k111860, k130470 h.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd max¿ system, bd max¿ instrument gave false positive salmonella results.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument had "false positives". Customer reported that they are regularly witnessing multiple suspected false positive results for salmonella while running the enteric bacterial panel assay. A bd field service engineer (fse) was dispatched to the customer site where they performed removal of internal instruments skins and thoroughly cleaned the instrument. A scheduled preventative maintenance service was also performed. The instrument was confirmed to operate to bd specifications. This complaint is unconfirmed as it alludes to environmental contamination. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and complaint is unconfirmed. Thus a DHR review would yield no useful information. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that the bd max¿ system, bd max¿ instrument gave false positive salmonella results.